Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
(B)(4):the keypad was found to be intact; no peeling or lifting was observed. Evaluation revealed that all keypad buttons are intermittently responsive. There was evidence of contamination found under all key contacts. Unrelated to the complaint, evaluation revealed a cracked battery compartment, which has no effect on insulin delivery function. The user guide warns that cracks, chips, or damage to the pump may impact the battery contact and/or the waterproof feature of the pump.

Event description:
The patient reported that the keypad buttons were intermittently unresponsive for two months. She stated that the issue is occurring more frequently and multiple button presses are required to get a response. The keypad was reportedly intact, the buttons had normal spring back and did not stick; there was also no indication that the pump was exposed to moisture. The patient reportedly wore the pump underneath clothing and did not clean the pump.